Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the product has been returned to masimo for evaluation. When the investigation is complete a follow up report will be submitted.

Event description:
It was reported that "rn approached masimo cs at 14:00 to report a ¿replace sensor" repetitive situation on patient in 323. This situation became intrusive to work, so the patient was disconnected from monitoring. Trends on the safetynet ui for the 6 hours prior to 10:40 show 9 ¿replace sensor" events along with numerous (greater than 20) short duration ¿sensor off" events, some paired with ¿interference" events". No known impact or consequence to patient.

Manufacturer narrative:
Additional manufacturing narrative: other, additional manufacturing narrative (if other): the returned sensor was evaluated. During evaluation the sensor passed all visual and functional testing. The sensor was determined to be functioning as designed., corrected data: